Manufacturer narrative:
D4: updated UDI h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary placement signal issue: the cause of the placement signal issue was not determined due to no product or data logs returned.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. When device was plugged into the aic controller an error message stating placement signal not reliable appeared. There was no red waveform and pressures were dashed out. Decision was made to discard pump and prime another device.